Manufacturer narrative:
(B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. The gender of the patient is unknown.

Manufacturer narrative:
Additional information was received indicating that the marker bands moved to an incorrect position. The marker bands did not embolize. The device was removed intact and without difficulty from the patient. The procedure was completed by retiring the catheter. There was no patient injury reported. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The device was inspected before use and appeared to be normal. The device was prepped properly according to the IFU. There was no problem reported flushing the device. Excessive force was not applied at any time during the procedure. There was no difficulty tracking the device through the vasculature. There was no other product issue noted at the account after the procedure or prior to shipping for inspection. Upon review of the additional information provided by the reporter, it was determined that the reported malfunction ¿dislodged ¿ in patient¿ did not occur and the event does not meet the criteria for medical device reporting. The marker bands moved to an incorrect position but did not separate/embolize. Additionally, there are no further events reported during the procedure that meet the definition of a reportable malfunction or a serious injury. Therefore, no further reports will be forthcoming.

Event description:
During a aaa graft procedure, it was reported that the radiopaque golder marker bands of a 5f110cm super torque marker catheter moved and felt off. It was stated "it could be dangerous because the markers bands could embolized, but they did not." The patient was stable immediately after the event. There was no patient injury reported. The device will be returned for analysis.